Event description:
Band slippage was detected with a patient enrolled in the (B) (4) registry. Shortly after the implant procedure, the patient experienced pain and vomiting resulting in complete food intolerance. A radiographic examination on (B) (6) 2007 confirmed the band slippage. Surgical intervention was required however, the patient refused band repositioning and requested device removal instead. The band slippage was the result of vomiting seeing as the device itself showed no obvious anomalies. It was also noted that the surgeon did not use plication sutures to secure the band during the initial surgery. A causal relationship maybe suspected but cannot be confirmed. Additional follow up is being conducted. If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.